Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-90 had an issue with the main control board not able to control temperature. There was no patient involved.